Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2004; 0125 competitor implantable tachy lead, (B)(6) 1998. (B)(4).